Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient (unknown age/gender) with chronic chagasic cardiomyopathy (ccc) underwent radiofrequency catheter ablation and developed cardiac tamponade which was caused by laceration of the distal left posterior descending vein after a second epicardial puncture. Patient was received emergency surgery and discharged 96 h later. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿accuracy of epicardial electroanatomic mapping and ablation of sustained ventricular tachycardia merged with heart CT scan in chronic chagasic cardiomyopathy¿ the purpose of this study to use compare electronatomic map merged with heart CT to fluoroscopy for epicardial ablation of ccc. Suspect device is an 8- or 4-mm tip navistar ablation catheter, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received from author on 12/29/2017. Patient was (B)(6) y.o. Female (weight (B)(6)) bwi device did not led to the reported patient consequences. The adverse event was procedure related. The tamponade was related to small punctual lesion of posterior descending coronary artery and vein, as diagnosed by open surgical procedure. The type of lesion was not related to radiofrequency delivery, for there were no energy delivery on that site. It was, however, next to the entry site of the tuhoy needle and sheet. In this patient, the adherence of pericardial layers was above normal and a second pericardial puncture was performed. The event did not result in the impairment of a body function. The patient underwent emergency open chest cardiac surgery for correction of descendant posterior coronary artery and vein, distal. Ligation was performed. Patient was fully recovered. Manufacturer's ref.: (B)(4).